Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The electrode has been used. The tip/electrode of the device has been pushed back into the metal tube. Bio debris is present. Product was out of the original packaging. The tyvek lid with the product identification on the label was returned with the product. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an ent surgery, after making a few channelling in the turbinate the tip of the reflex ultra ptr wand retracted into the wand. There was no broken parts in the patient. The procedure was completed with non-significant surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).